Event description:
It was reported that intermittent minimum fill notifications occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Reportedly, the customer was using cold insulin and not performing proper air removal techniques. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Customer delivered a correction bolus via the pump to address bg.